Event description:
Rptr had device implanted in 1997. Before her surgery, on a scale of 1-10, her pain was a one. After surgery it was a ten. Because of her pain, 3-6 months after surgery a cat scan was done to determine if fusion was achieved. Dr was unable to make the determination because of the titanium the device is made of. Rptr questions if it can be determined by cat scan and if that is not the case how MFR can claim that in clinical trials it achieved approx. 90% fusion in 1200 people at 6 hospitals. In addition, on the internet MFR states it has a 4.4% reoperation rate with patients it has not followed for 2 yrs, the amount of time the founder of the co says is inadequate to achieve fusion. According to rptr, MFR's founder claims that it takes 4-6 yrs for fusion to occur. Rptr had a revision in november of 1997 where a second surgeon used bone substitute. She is still experiencing pain but no longer has to take narcotics. Rptr is concerned that MFR is using inflated percentages of success and she also voices concern that her initial physician who says he had implanted 22 of these devices in 1996 with revisions of 10 was training other physicians to implant this device when his revision rate is close to 50%. Her physician also said he had pts who were worse after surgery. Rptr is concerned that FDA didn't get honest statistics concerning the successful use of this device and that if people knew it took so long for fusion, that they would not choose to have the procedure.